Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the aorta in a 19-year-old male patient with a past medical history of recurrent ventricular tachycardia, presenting in cardiomyopathy, with scai stage e shock, and on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and ventilated for respiratory support prior to initiation of support. After the impella was placed, the patient was noted to have monomorphic ventricular tachycardia (vt). The device was noted to be near the ventricular septum so the physician repositioned the device away from the septum. The patient was successfully cardioverted at 200j. It was noted that the patient had vt and was on amiodarone and lidocaine infusions pre and intra-operatively. While the patient was in the intensive care unit, the placement signal of the impella 5.5 dampened but the mean arterial pressure (map) correlated with the arterial line tracing. Two hours later, "preventing retrograde flow" alarms at p-4. Map on placement signal now reading 40mmhg higher than the arterial line (appropriately leveled, zeroed, and correlating with nibp). Point of care ultrasound (pocus)/transthoracic echocardiogram (tte) to confirm device placement in setting of fiber optic issue. It was noted that the patient experienced vision changes. A computed tomography (CT) scan showed right ganglia ischemic stroke. A repeat CT showed hemorrhagic conversion of basal ganglia bleed and progressive intraventricular hemorrhage stroke. The patient was not a candidate for neurosurgical intervention. The family elected to withdraw care, and the patient expired on support. The device is unlikely to have contributed to the patient's death, which was most likely due to the stroke, and the clinical condition of a critically ill patient who presented in heart failure with cardiomyopathy and in stage e shock.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Upon review by fellow company employee, this complaint was found to be a duplication. All information regarding this patient and the event will be reported under manufacturer report number: 1220648-2026-01236.